Manufacturer narrative:
The customer-reported issue was confirmed by review of the patient data file. The system checkout logs revealed a system check test failure alarm which reported a 9-volt battery reading below acceptable limits (6.500 v - 10.000 v). A timeline review of the location of the driver indicates intermittent periods of testing from (B)(6) 2020 to (B)(6) 2021 with no activity occurring from (B)(6) 2021 to (B)(6) 2021. The 9-volt battery is replaced during servicing after 90 days of driver use or at the two-year service interval regardless of driver days of use. The 9-volt battery installed at the time of the last service had an expiration date of march 2021 which was one year and three months after the service in (B)(6) 2020. The driver was not returned for 90 days of use service prior to the battery's expiration date. It is suspected that the 9-volt battery experienced normal depletion below the specified 6.5 volts. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check.